Event description:
Pt was treated in 06/2004. At nine weeks post treatment the pt had developed waffling on both cheeks. Follow-up in 11/2004: fat transfer was performed on both cheeks in october 2004.